Event description:
It was reported that a resume pump alarm was received when insulin deliveries had not been stopped. There was no reported adverse impact to the customer. Reportedly, the customer continued to use the pump for insulin therapy.